Event description:
It was reported that a physician attempted arteriotomy closure using a prostar xl device in the right femoral artery after an interventional procedure. Reportedly, during positioning of the prostar xl device only one needle exited and it was not possible to back the needle down into the sheath. It was necessary to forcibly remove the device with probable laceration of the artery wall. A second and third prostar xl were used, but in both cases no needles exited the sheath, likely due to the needles and markers not aligning correctly. A fourth prostar xl was positioned and successfully anchored the vessel wall; however, it was noticed at the moment of closure, the persistence of a vascular breach, likely due to the laceration that occurred with the first prostar xl device. Using a contralateral approach a jostent peripheral stent graft with a fox plus were successfully positioned in the right femoral to treat the laceration. A clinically significant delay of the interventional procedure was reported to be one hour. The physician is reported to be trained in the use of the prostar xl device. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The two prostar xl devices are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the handle and needles were in the backdown position. The needles were slightly exposed at the guide and there was slack on the sutures. There were clamp marks found on the coiled suture lumens and marker tube. There were needle strike marks on the barrel face. During the investigation, the handle was deployed and all the needles presented at the hub. Based on the investigation findings, the clamp marks found on the coiled suture lumen and the collapsed suture tube at the hub area is consistent when a hemostat is applied prior to the needle deployment. This confirmed the reported experience of a failure to deploy the needles. Clamping the suture tube interfered with suture deployment and needle trajectory causing the needle to bend and strike the barrel face. Per the instructions for use for the prostar xl device, under device placement and needle deployment it states: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent the suture deployment. Therefore, the cause for the failure to deploy the needles is due to user error. It was also reported that the device was difficult to remove. The cause for the reported difficult to remove could not be determined. Based on the condition of the returned device, there was no manufacturing or quality deficiency detected. There is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported complaint.